Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a revision surgery had been performed on the (B)(6) 2017, the patient underwent a second revision on the (B)(6) 2022, in which the gen ii 7.5mm resur pat 35mm was revised due to being loose. The patient current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the information provided, the root cause of the reported device ¿being loose¿ cannot be definitively concluded. The impact beyond the reported device ¿being loose,¿ polyethylene exchange and patella revision cannot be determined, and the patient¿s current health status is unknown. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.